Event description:
It was reported that during a colorectostomy, the device was difficult to close, it failed to form the staple line. The procedure was completed with a competitors device. Operating time was extended by one hour and bleeding was moderate. There is no additional information available at this time.